Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor displayed a code 102 - charge profile fault. Upon evaluation, the r45 resistor was open. The cause of the open resistor is excessive current. The cause of the excessive current is broken positive leads on high-voltage capacitor c22 on the defibrillator board. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling.no adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn 07014188 and reported that the monitor failed pulse testing.